Manufacturer narrative:
Lumenis is awaiting further info from user facility. A f/u report will be issued if add'l info is rec'd, or if the devices are rec'd for eval.

Event description:
"Event description: the surgeon was inserting the probe through an adapter. Two fibers in the probe broke during insertion. No harm to the pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". No further info is available at this time.